Event description:
Medical affairs tried to call patient; however, the phone number that was provided was the wrong number. Medical affairs will be sending patient a letter. The following information was documented by ccr: patient obtained a blood glucose reading of 400mg/dl and took 20units of insulin. Patient then called emergency medical technician. Patient retested on their meter and obtained a 311mg/dl and a 224mg/dl. When paramedics arrived they tested patient on their meter and obtained a 38mg/dl. Patient was treated with glucose and their sugar went up to "70 something" (exact reading unknown). Test strips were in good condition, code # matches and meter was set to mg/dl. Patient performs qc once a month. Ctrl sol test was not done with patient. Lfs rep was unable to resolve the issue and sent patient a new meter, strips and ctrl sol.